Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant magnesium results generated on the architect c4000 processing module for one patient that didn¿t match the patient¿s clinical background. Additionally, the customer noted a variation in quality controls of other assays. The following data was provided (normal range provided is 1.6 to 2.6 mg/dl): (B)(6) 2022 sid (B)(6) initial result = 1.15 mg/dl, previous history = 1.7 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed a damaged cuvette dry tip. The fsr resolved the issue by replacing the dry tip and cleaning the water bath and cuvettes. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6).there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the cuvette dry tip did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the cuvette dry tip was identified.